Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) found that the pressure would only build up to 324 and should be at least 390, the stm tried to adjust the regulator but the pressure didn't go up and the iabp had an autofill failure. The stm checked the codes and saw a fault code 37 and replaced the scroll compressor. The stm then ran the iabp thru a complete checkout and calibration, adjusted the pressure regulator to 393, ran the iabp on a test balloon and all was ok. The iabp was then released for clinical use.

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manger the cardiosave intra-aortic balloon pump generated an autofill failure alarm. No patient involvement or adverse event was reported.